Manufacturer narrative:
The reported events of high capture threshold and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during an implant procedure while placing the atrial lead, there was no sensing and high capture threshold on the atrial lead. The atrial lead was not used and the physician elected to implant a different atrial lead. The patient condition was stable.